Manufacturer narrative:
On january 05, 2024, the mentor analysis lab received the suspect medical device for evaluation. On january 12, 2024, mentor completed an evaluation on the returned device. Mentor conducted visual inspection. Visual analysis of the returned sample revealed that the breast implant had a tear on the posterior view, measuring approximately 10 cm. In addition, shell abrasion was observed at the edges of the rupture. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 13, 2023, mentor received the following additional information. Mammogram imaging was performed on (B)(6) 2023, indicating leaking right breast implant. As such, the date of event was updated to september 15, 2023. The patient was implanted with the suspect medical device during a breast augmentation procedure. In addition to the ruptured implant, the patient informed the healthcare professional that she had undesirably large breast implants. Furthermore, silicone granulomas of the right breast were discovered during the replacement surgery. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2024-00024 for the contralateral event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 13, 2023, the following additional information was provided. Race: white patient age at the time of event: 53 years old. Weight of the patient: 115 lbs. Scheduled date of explantation: (B)(6) 2023. On (B)(6) 2023, the patient is scheduled for bilateral replacement with 600cc mentor memorygel breast implants. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of an 800cc mentor memorygel breast implant prosthesis. Post-operatively, the patient fell down. Resultantly, ultrasound imaging was conducted which indicated a ruptured right breast implant. A consultation with a medical professional has been conducted; however, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).